Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report: section(s) updated as follows: b5: describe event or problem. H6: adverse event problem: health effect - clinical code and health effect - impact code. Based on the additional information provided, there is no indication that the adc device caused or contributed to an adverse event. Therefore abbott diabetes care (adc) considers this issue to be non-reportable and closed.

Event description:
A low readings issue was reported with the adc device. Customer experienced "no longer response". Customer was unable to self-treat and reported unspecified treatment from third-party due to this issue. There was no report of death or permanent impairment associated with this event. The following additional information is being provided in this report. Abbott diabetes care (adc) was able to obtain the following additional information: the customer was contacted on (B)(6) 2023 and stated that they did not have any third-party treatment and there was no loss of consciousness and or seizure due to the reported product issue. Based on the additional information provided, there is no indication that the adc device caused or contributed to an adverse event. Therefore adc considers this issue to be non-reportable and closed.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. Customer experienced "no longer response". Customer was unable to self-treat and reported unspecified treatment from third-party due to this issue. There was no report of death or permanent impairment associated with this event.